Event description:
It was reported that an unknown spaceoar was implanted during a placement procedure. After six months follow up, the patient experienced pain, sensation of rectal discomfort, inner burning, especially while going from standing to seating and vice versa. A proctologic exam showed normal results, but a magnetic resonance imaging (MRI) revealed a liquid formation at the site of a hydrogel implant. The patient did not report any other symptoms such as pain during urination or bowel movements, or blood in their urine or stools. The patient was treated with an unknown medication.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/11/2024 blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e2330 is being used to capture the reportable event of pain.

Manufacturer narrative:
Block h6: patient code e2330 is being used to capture the reportable event of pain. Device code a04 is being used to capture the reportable event of "gel-last too long". Block h11: the following blocks were updated based on additional information. Blocks a4, b1, b5, h6, h11.

Event description:
It was reported that an unknown spaceoar was implanted during a placement procedure. After six months follow up, the patient experienced pain, sensation of rectal discomfort, inner burning, especially while going from standing to seating and vice versa. A proctologic exam showed normal results, but a magnetic resonance imaging (MRI) revealed a liquid formation at the site of a hydrogel implant. The patient did not report any other symptoms such as pain during urination or bowel movements, or blood in their urine or stools. The patient was treated with an unknown medication. Additional information. The patient received spaceoar vue on (B)(6) 2024. Additionally fiducial markers were placed transperineally. Additional information. It was reported that the hydrogel was still present.

Event description:
It was reported that an unknown spaceoar was implanted during a placement procedure. After six months follow up, the patient experienced pain, sensation of rectal discomfort, inner burning, especially while going from standing to seating and vice versa. A proctologic exam showed normal results, but a magnetic resonance imaging (MRI) revealed a liquid formation at the site of a hydrogel implant. The patient did not report any other symptoms such as pain during urination or bowel movements, or blood in their urine or stools. The patient was treated with an unknown medication. Additional information. The patient received spaceoar vue on (B)(6) 2024. Additionally fiducial markers were placed transperineally.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/11/2024 blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e2330 is being used to capture the reportable event of pain. Block h11: block a2, a3a, b5, d4, d6a, e1.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/11/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e2330 is being used to capture the reportable event of pain. Block h11: block h6 (patient codes) was updated.

Event description:
It was reported that an unknown spaceoar was implanted during a placement procedure. After six months follow up, the patient experienced pain, sensation of rectal discomfort, inner burning, especially while going from standing to seating and vice versa. A proctologic exam showed normal results, but a magnetic resonance imaging (MRI) revealed a liquid formation at the site of a hydrogel implant. The patient did not report any other symptoms such as pain during urination or bowel movements, or blood in their urine or stools. The patient was treated with an unknown medication.